Manufacturer narrative:
A method, result, and conclusion code were added to this report. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2020 it was reported that there was a decrease in mean ra sensing amplitude from 5 mv to 0.5 mv. On (B)(6) 2021 lead was re-positioned due to twiddlers syndrome which caused dislodgement. Should additional information become available, it will be added to this file.